Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning. During troubleshooting with tandem technical support, the contact confirmed the pump still turned on when plugged into a power source. There was no patient involvement as the pump was not used for insulin therapy.